Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of 3000 ohms. Additionally, the helix mechanism could not be fully extended. The lead was replaced with a new one to complete the procedure. All parameters were normal, and the patient was stable. No adware patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out of range impedances of 3000 ohms. Additionally, the helix mechanism could not be fully extended. The lead was replaced with a new one to complete the procedure. All parameters were normal, and the patient was stable. No adware patient effects were reported. This lead is expected for return. Update: this lead was expected to be returned; however, it has not been received by boston scientific. Should additional information become available, a supplemental report will be provided.